Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation filled with blood. No further investigation was able to be performed due to the condition in which the device was received. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flogard compatible blood set leaked. The reporter stated that the leak was found at the connection to the patient cannula. This occurred during a blood infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.